Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery longevity estimator decreased by nine months in the space of appr oximately four months, secondary to battery impedance increase. The ipg remains in use. No patient complications have been reported as a result of this event.